Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately a week post implant a remote transmission's lead trend showed an increase in right ventricular (rv) lead thresholds. The thresholds measurements were within the safety margins. The lead remains in use. No patient complications have been reported as a result of this event.